Event description:
It was reported the pt experienced a shocking sensation in the stomach area with the device on or off. The shocking would occur any time during the day and a heavy pressure was felt. The symptoms began several years ago, immediately following a car accident. The device was removed after the accident due to the shocking. The physician had done a scan on the lower back (results unk).